Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the device fails the operational check at the paddle test. The patient was involved but there was no adverse patient impact.